Manufacturer narrative:
(B)(4).

Event description:
It was reported that an error message for no specific error code was observed after device interrogation. The device was interrogated with 3 different programmers, but the error message persisted. It was noted that issue was due to the device memory being full of non-related episodes of post-paced t-wave oversensing. The episodes were cleared and the problem was resolved.